Manufacturer narrative:
The following devices were also listed in this report: 36mm d 0 degree liner, cat#: unknown, lot#: unknown; 36mm 5 biolox ceramic head liner, cat#: unknown, lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon removed a 50mm trident hemi primary cup, 36d 0 degree liner and 36-5 biolox ceramic head to wash out patient hip and replace with 54mm trident hemi tritanium rev cup with screws and an mdm construct for stability.